Event description:
It was reported that pericardial effusion, tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During pre-implant imaging via transesophageal echo (tee) it was noted the patient had a baseline pericardial effusion. Following device implant, during final post implant imaging, it was noted by the imaging physician that the baseline fluid collection was suspicious for increased size when compared to baseline images. The decision to monitor the fluid collection for any additional increase and/or signs/symptoms of pericardial tamponade following extubation and during the post procedure care phase of care. The patient was brought back to the cardiac cath lab for additional evaluation of the fluid collection and a pericardial drain was placed by the implanting physician. A reported ~800ml of fluid/blood were taken off with reports of auto transfusion being completed with some percent of the volume given back to the patient. The patient was moved from the cardiac cath lab to the intensive care unit for overnight care. Heparin was later reversed, and the patient stabilized on the unit. The patient was later placed on comfort care post stabilization. Pressor medications and oxygen were discontinued second to power of attorney elections. The patient was noted to have passed under comfort care at some point following the above.